Event description:
It was reported that during use of the ligasure vessel sealing maryland xp latch sealer/divider 37 cm in the middle of surgery, the device got difficult or impossible to open due to a jaw issue. The device was not applied on tissue when the issue occurred. The device was not cleaned that much at all, and knife blade was not extended. The surgeon was unable to release the handle as the jaws were stuck together. The device was plugged into an ft10 generator, and another ligasure device was used successfully with the same generator. No patient symptoms, complications, adverse events, or impact were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was damage to the a model over mold in the knife track. Tilt/bend to the knife inner drive was observed. Functional testing found that the device's knife blade did not advance. The tilt/bend to the inner drive results in the blade cutting into the a model over mold in the knife track. The cut could not be performed. The archer npd team ultimately did not identify any design or manufacturing-related root causes for the bent inner drive condition. It is believed the condition is a result of multiple issues, which may be exaggerated by a lack of cleaning or misuse of the device. No electrical or wiring issues were found. It was reported that the jaws was difficult to open and the device stopped working. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of knife did not advance and damage to the over mold. The most likely cause could not be established from the information available. The manufacturing rec ords for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.